Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively. As a result, the patient underwent left side replacement surgery with catalog number 3505455bc; serial number (B)(6) on (B)(6)2023. On may 16, 2023, the mentor failure analysis lab received the left side device for evaluation. Paperwork received with the device indicated that the right side device was also ruptured and was discarded. Replacement information was not provided for the right side. Supplemental report will be submitted upon receipt of any additional information this medwatch report is for the patient¿s right-sided device.